Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that during a splenic artery embolization case, an embolization coil implant detached unexpectedly when approx. 1cm was protruding from the microcatheter tip. The coil was removed in its entirety along with the catheter. A new coil and catheter were used. There was no patient injury or intervention.

Manufacturer narrative:
The investigation of the returned coil system found the implant to be stretched at the distal section, stretched at the proximal section, and separated from the pusher. The pusher heater coil did not show signs of activation using a detachment controller. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions and circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The returned catheter was found undamaged and would not have caused or contributed to the reported complaint.

Event description:
It was reported that during a splenic artery embolization case, an embolization coil implant detached unexpectedly when approx. 1cm was protruding from the microcatheter tip. The coil was removed in its entirety along with the catheter. A new coil and catheter were used. There was no patient injury or intervention.